Event description:
It was reported that during a diagnostic laparotomy with hand assisted whipple, the blade broke off. It is unknown if the piece fell into the patient. Another device was opened to complete the case. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.